Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the left scissor blade is broken off the scissor grip. The cable crimps are still in place on the yaw pulley. Removal of the housing revealed that the clamping pulleys have slight traces of chemical residue. No other damage was found. Per the information provided by the distributor, the broken piece was successfully retreived from the patient.

Event description:
It was reported that during a da vinci s hysterectomy procedure, while dissecting tissue, one side of the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken piece was retreived and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.